Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue.